Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in canada. It was reported that the error message ¿head error¿ occurred sporadic and the flow could not be read on the rotaflow drive while attempting to prime. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in canada. It was reported that the flow could not be read and the error message ¿head error¿ occurred sporadically on the rotaflow drive while attempting to prime the device. No patient was involved. No harm to any person has been reported. The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on (B)(6) 2023 the flow can be displayed however, up to 1000 rpm´s (revolutions per minute) the reported failure "head error" could be reproduced. Thus, the drive was sent to the supplier (B)(4) for repair. On (B)(6) 2023 the supplier (B)(4) was able to reproduce the reported failure "head error" consequently, no flow could be measured. The root cause for the "head error" could be determined as misuse of the device, which lead to a damage of the rotaflow drive. The electrical parts has been replaced by the supplier. After functional test at the getinge service department on (B)(6) 2023 the device was sent back to the user. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failure "head error" could be confirmed. The most probable cause for the reported failure "flow could not be read" could be the occurred error message "head error". Based on the investigation results the reported "head error" and "flow could not be read" could be confirmed. The review of the non-conformities was performed on (B)(6) 2022 and during the period of (B)(6) 2022 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive was produced in (B)(6) 2020. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.